Event description:
According to the distributor's report, the patient had a forehead laceration closed with the adhesive. Four days later, the patient presented with swelling. No fever or other signs of infections were noted. The patient was admitted, and the wound was opened. No pus or hemotoma was found. The site was closed with sutures, and the patient was refered to a dermatologist for sensitivity, testing. At this time, no further information is available.